Event description:
The patient stated that the pump delivered more insulin than programmed by a bolus dose. She said that she stopped delivery by loosening the battery cap. She said, she did not know how many more units were delivered. She took a blood glucose reading, which reportedly registered 54 mg/dl. She took three glucose tablets to treat the reading and did not mention any symptoms. The incident is not indicative of a serious diabetic injury.

Manufacturer narrative:
The device was not returned to animas for eval. If the device is returned, an eval will be conducted and a supplemental report will be filed. No conclusions can be made at this time.